Event description:
It has been noted that some of the recycled and only the recycled, o2 sat probes have been spontaneously malfunctioning. Sometimes they will not work directly out of the packages but most of the time the malfunction occurs in the pacu. Usually it seems to occur at the plug in of the probe once the patient arrives in the pacu from the or. When this type of event occurs, staff obtain another device to monitor oxygen saturation: there has been no harm to a patient. The hospital supply chain analyst has contacted the local rep regarding this issue and has asked the pacu staff to please save any defective probes. The rep plans to investigate and bring in new sat probes.